Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up the physician noted this pacemaker had triggered a lead safety switch (lss) on the non boston scientific (bsc) lead due to impedance measurements, measuring greater than 2000 ohms. Additionally, this non bsc lead oversensed the minute ventilation (mv) sensor signal and the device declared signal artifact monitor (sam) episode. Physician set again the lead to bipolar configuration and observed a sudden 1. 800 ohm impedance value and another lead safety switch. He set again bipolar configuration and then normal values were observed. Patient data was sent to boston scientific technical services (ts) for their review and recommendations were provided. The pacemaker and non bsc lead remains in service. No adverse patient effects were reported. Additional information was received. On april 6th a troubleshooting was performed and it was decided to keep unipolar pacing/bipolar sensing configuration and to set the pacemaker to vvi 50 with mv sensor off. As the patient is not dependent, physician decided to monitor patient via latitude system. No x-ray was requested. Ts recommended lose monitoring as well with the unipolar pacing/bipolar sensing programming. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the "nature of incident / event description" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow up the physician noted this pacemaker had triggered a lead safety switch (lss) on the non boston scientific (bsc) lead due to impedance measurements, measuring greater than 2000 ohms. Additionally, this non bsc lead oversensed the minute ventilation (mv) sensor signal and the device declared a signal artifact monitor (sam) episode. The physician reprogrammed the lead to bipolar configuration and observed a sudden 1800 ohm impedance value and another lead safety switch. The physician again reprogrammed to the bipolar configuration and then normal values were observed. Patient data was sent to boston scientific technical services (ts) for their review in order to understand the reasons of this lead safety switch. The pacemaker and non bsc lead remains in service. No adverse patient effects were reported. Additional information was received. On april 6th and troubleshooting was performed and it was decided to keep the device programmed to unipolar pacing/bipolar sensing configuration and to set the pacemaker to vvi 50 with mv sensor off. As the patient is not dependent, the physician decided to monitor patient via the latitude system. No x-ray was requested. Ts recommended remote monitoring as well with the unipolar pacing/bipolar sensing programming. The pacemaker and non bsc lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem, h6: evaluation method code, h6: evaluation result code, h6: evaluation conclusion code, and h10: additional MFR narrative. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.